Manufacturer narrative:
Na.

Event description:
Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury (tissue damage) is listed in the proglide instructions for use (IFU), as a potential adverse event of use of the device. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A conclusive cause for the reported patient effect of tissue damage and the relationship to the product, if any, cannot be determined. The subsequent treatments of additional therapy/ non-surgical treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment. Article title-¿avulsion injury¿ of the artery by a suture-mediated closure system during transcatheter aortic valve implantation.(B)(4).

Event description:
It was reported through a research article identifying proglide that may be related to the following: suture capturing back wall which may result in tissue damage, manual compression and long balloon inflation to stop bleeding. It was reported that suture placement in a common femoral artery was completed with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, during knot advancement the knot and a circular cross section of the interior arterial wall were removed together. Manual compression was applied. Percutaneous long balloon inflation was performed to stop the bleeding and achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided. Details are listed in the attached article, titled: ¿avulsion injury¿ of the artery by a suture-mediated closure system during transcatheter aortic valve implantation". Additional information was received from the account: the access site was the moderately calcified left common femoral artery. No additional information was provided.